Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient called clinic after receiving a vibratory alert and presented via remote transmission. Review of episodes indicated that the device may be in back up vvi mode. Further, it was noted that the reset was due to an issue with several attempts from the home transmitter trying to connect with the device. The patient presented to an emergency room. Upon interrogation, it was noted that the implantable cardioverter defibrillator was in back up vvi mode. The device was restored and programmed back to its original settings. The device was tested, and measurements were within normal limits. After the implantable cardioverter defibrillator was reprogrammed a cybersecurity upgrade was performed to prevent occurrence of this issue. The device is an advisory device and the implantable cardioverter defibrillator was successfully upgraded. The patient was stable and discharged the same day. The patient will continue to be monitored.